Event description:
It was reported that removal difficulties were encountered. The patient was being treated for blockage and underwent percutaneous coronary intervention. A 5.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, retracting the device from the catheter was more difficult than usual. The device was pulled out and no physical damage was observed. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event/procedure date as it was unknown. D6a. Implant date: used the first day of the aware date month as the implant date as it was unknown.